Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the multiple cubies on auxiliary 1.1 were not detected on the communication bus. A field service engineer noticed the retractor band needed to be replaced and swapped the old band with a new one to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the auxiliary 1.1 drawer had a multiple cubie failures located in the narcotic drawer in an emergency unit. The customer reported that nurses went to different units to get the required pain medications, which led to a delay in the delivery of medications. There were no adverse events or injuries reported based on this event.